Manufacturer narrative:
This report is submitted on sept 10, 2021.

Event description:
Per the surgeon, the patient had a revision surgery in 2019 (exact date, reason the revision was performed and details of the revision are unknown). The implant remains in-situ.

Manufacturer narrative:
The previous or initial MDR submitted on september 10, 2021, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. Per the clinic, the revision surgery occurring in 2019 is related to a mastoid/middle ear issue (not device-related), therefore the complaint is not considered reportable. This report is submitted on october 5, 2021.